Event description:
It was reported magnesium was hung and programmed according to orders. As soon as infusion was started patient began to complaint of burning sensation in her throat. Pump was instantly turned off and clinician disconnected the infusion from the patient. Clinician reports when the medication was disconnected from the patient, magnesium was seen "pouring out of giving set". Upon inspection, clinician noted the safety clamp did not engage. Patients symptoms resided within ten to fifteen minutes.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, e2403 - no clinical signs, symptoms or conditions. Correction : describe event or problem. Additional information : device eval by manufacturer?, imdrf annex e, a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported magnesium was hung and programmed according to orders. As soon as infusion was started patient began to complaint of burning sensation in her throat. Pump was instantly turned off and clinician disconnected the infusion from the patient. Clinician reports when the medication was disconnected from the patient, magnesium was seen "pouring out of giving set". Upon inspection, clinician noted the safety clamp did not engage. Patient's symptoms resided within ten to fifteen minutes.